Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received. Manufacturing and sterilization records were reviewed and found to be acceptable.

Event description:
The vitrectomy cutter was aspirating yet not cutting at the start of the surgery. There was no patient injury.

Manufacturer narrative:
One bl5525wv pack from lot w0343 was received. The collection cassette and tubing were clean and dry. The cutter with tubing was lying loose in the pack. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was fluid both in the yellow striped line and the blue striped line. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. Functional testing was performed using a stellaris pc. Air was exiting the port window. Upon closer inspection it was discovered that the yellow striped tubing (aspiration line) and the blue striped tubing (air line) were reversed on the back cap barbs. The blue striped tubing (air line) was attached to the aspiration port on the back cap. The yellow striped tubing (aspiration line) was attached to the air port barb on the back cap. This cutter cannot function properly in this condition. Due to evidence of fluid in both the yellow and the blue striped tubing, it cannot be determined when the tubing came to be reversed. The tubing lines may have been reversed when they were attached in manufacturing or they may h ave been reversed by the customer in an attempt to mitigate the problem. A 100% inspection using an automated test fixture is performed on the line by manufacturing personnel after assembly. The operators involved in the manufacturing and testing of this device have been retrained for awareness purposes. We will continue to monitor trends for this product to determine if further action is required.